Event description:
It was reported a protégé everflex stent was used for a peripheral revascularization of the left sfa and the left and right iliac arteries ((B)(6) 2012). Approx. 22mths post procedure the patient was treated for a lesion located in the sfa of the left leg ((B)(6) 2013), rutherford assessment at the time of procedure was ¿moderate claudication¿. The physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Device was successful. Patient was discharged the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the death of patient is reported to have occurred due to acute cardiac failure on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.